Event description:
Study: patient experienced a pump pocket infection and infection of pump wound site in 2006. Patient prescribed keflex 500mg four times daily for 7 days. Resolved without sequelae as of 10/04/06.